Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified, 90% stenosed, de novo lesion in the proximal right coronary artery (prca). A balance middleweight universal ii guide wire was used to access the lesion and pre-dilatation was performed with a non-abbott 2.5 x 15 mm balloon catheter. A multi-link 8 2.75 x 18 mm was to be used for the patient. When the multi-link 8 was taken from the protective sheath, there was no stent implant on the balloon. The device was exchanged for another multi-link 8 2.75 x 18 mm and it was implanted in the target lesion successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported missing component was confirmed. The investigation determined that a conclusive cause for reported difficulties cannot be determined. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.